Event description:
It was reported that the patient developed an infection. It was noted that the pacemaker was removed. It is unknown how the right atrial (ra) and right ventricular (rv) leads were addressed. No further information was available. Health effect code: 1930, 1924. Device problem code: 2682. Reference report: mw5185391. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).